Event description:
It was reported that the pt has expired approximately after implant duration of 0.01 months due to renal failure. It is unknown if the death was device related. It was additionally reported that a second device, model #3000tfx, was implanted. Refer to MFR #6000002-2008-08962. No further details were provided.

Manufacturer narrative:
Device not returned.